Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was explanted approximately 4 months after implantation due to patient having headaches, trouble focusing and contrast photophobia. Additional information was requested.

Manufacturer narrative:
Information was provided that a qualified cartridge and viscoelastic were used. The handpiece information was not provided. Without the handpiece information, it is not possible to determine if a qualified product combination was used. Based on information provided on the completed questionnaire, the root cause of the reported complaint was determined to be unrelated to the lens. The event was indicated to be bilateral. The cause of this outcome was explained by the doctor to be the "patient¿s pupils did not work well with iol." The (1.50 cyl) 15.0 diopter lens was removed and replaced. The replacement lens model and diopter information was not provided. The doctor explained that the patient's issues have resolved after the iol exchange and the prognosis is excellent. This information also supports that the replacement lens was a better selection for this patient's anatomy and vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the patient experienced glare, unable to drive at night and unable to read at near. The patient¿s pupils did not work well with iol. The patient's symptoms were resolved post lens exchange.

Manufacturer narrative:
Based on information received following submission of the follow up report, this event does not meet criteria for reporting as a serious injury. Based on information provided on the completed questionnaire, the root cause of the reported complaint was determined to be unrelated to the lens. The event was indicated to be bilateral. The cause of this outcome was explained by the doctor to be the "patient¿s pupils did not work well with iol". The multifocal toric lens model (1.50 cyl) 15.0 diopter was removed and replaced with an monofocal toric lens model (1.50 cyl) 15.0 diopter. The doctor explained that the patient's issues have resolved after the iol exchange and the prognosis is excellent. This information also supports that the replacement lens was a better selection for this patient's anatomy and vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the patient was replaced with monofocal lens with same diopter. There is no reported defect or fault with the iol.